Manufacturer narrative:
(B)(4). The customer requested for a field service representative to go onsite to evaluate the ventilator. No root cause has been determined at this time, since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their avea plus ventilator is not giving safe vte ventilation value while ventilating on a patient. The ventilator was removed from the patient. Patient harm is unknown at this time.